Event description:
Patients port line broke. It was a powerloc¿ max power-injectable infusion set, 20 gauge x 0.75 in. (Ref # (B)(4)). It broke right at the end of the tubing where the clave connects. It had a crack in it, and was leaking intravenous sodium bicarbonate everywhere. We used stop and resolve to re-access the patient and changed the tubing.